Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient has a blood glucose (bg) >600mg/dl, meter is reading 'high', and symptoms of dehydration. The patient also has an ear infection and is on antibiotics. There is no allegation of pump malfunction, and the patient remains on the pump. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 8/13/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The black box starts on 2015-06-02. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available tdd¿s were found to correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Returned battery cap/returned cartridge cap used to complete testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.